Manufacturer narrative:
The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the pulse ox signal is measuring incorrect. No patient impact or consequence reported.